Event description:
Boston scientific received information that this device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
Upon receipt, the explanted device will undergo laboratory testing to detemine root cause.

Event description:
Boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) laboratory and was upgraded to a biventricular device.

Event description:
Boston scientific received information in (B)(6) 2012 that this clinic nurse contacted boston scientific's patient services. The call was transferred to boston scientific's technical services (ts) to discuss beeping tones from the device. A patient initiated interrogation (pii) was performed. A yellow alert associated with fault code#1003 (voltage too low for projected remaining capacity) was displayed. Ts discussed the issue and recommended device replacement. The local representative was notified of the alert and device issue. Ts suggested that the patient should be scheduled for an in-clinic device check. At that time, a save-to-disk and memory upload should be performed.